Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low to 20 mg/dl. The customer was treated with a glucose shot, which did not help, and then she was admitted to the hospital. The customer was not wearing the insulin pump at the time of the event and was not sure how long it was off prior to hospitalization. The drive support cap appeared normal and recessed. The insulin pump had also alarmed for a battery out limit. The blood glucose reading at the time of the alarm was 174 mg/dl. The insulin pump had been stored without the battery and the customer was advised that the alarm was normal and was assisted in clearing it. The insulin pump was not replaced or returned.